Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 70 mg/dl, and the meter bg reading was 160 mg/dl. Customer was instructed by tandem technical support to enter a calibration bg value to address the issue. The basal iq suspended to correct a low bg and the customers bg reached between 290 mg/dl and 300 mg/dl. Customer delivered a manual injection to correct high bg. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.